Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The x-stage cover and pendant were replaced and the issue was resolved. The damaged parts have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system x-stage cover and pendant were damaged and required replacement. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The pendant was returned to the manufacturer for evaluation. Visual inspection found strain reliefs were broken. Insulation was then caused to be open on the imaging system side of the cable. No conductive surfaces were exposed.

Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. Visual inspection did not note damage to the cable, the touch pad, or the display. The pendant initially powered up with breakaway logo. Firmware load was successful, and functional testing confirmed the pendant operates as expected. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.